Event description:
It was reported catheter dislodgement occurred with cardiac arrest patient. The issue was quickly resolved with no patient harm.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 126178 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported catheter dislodgement occurred with cardiac arrest patient. The issue was quickly resolved with no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.